Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgeries, she sees "a black line in my vision that moves on the outer side of both my eyes. It appears that I am seeing the outer edge of the lens." She was told by her surgeon that everything was fine and it should go away; but it persists. She stated that her vision is almost perfect and wears +1.25 readers for fine print. In a follow-up, in the surgeon's opinion, the device did not cause/contribute to the event. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned for analysis: the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 06/26/2009 and 07/15/2009 by phone, fax, and mail. A completed questionnaire was received on 07/17/2009. This report was mailed to FDA on: 07/24/2009.